Event description:
As reported, "in the surgery in which two plates are placed on the proximal tibia, the drill contacted with a screw that had been inserted earlier and broke off. The tip of the drill was remained to the patient and the surgery was finished."

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the device was received with a broken tip at the distal end. Only one part of the broken drill is available for inspection. Microscopic views of the fracture surface show rotational deformation indicating the forward application of torsional load. The overall breakage pattern reveals brittle fracture due to metal-to-metal contact. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to a user-related issue. The breakage of the drill happened due to metal-to-metal contact. If any further information is provided, the complaint report will be updated.

Event description:
As reported, "in the surgery in which two plates are placed on the proximal tibia, the drill contacted with a screw that had been inserted earlier and broke off. The tip of the drill was remained to the patient and the surgery was finished."

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.